Event description:
It was reported that the user dropped the ilet pump and the screen separated from the back housing but was reassembled by the user, with the device subsequently functioning as expected; the issue involved the display component and is consistent with a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly that is consistent with a loss of or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation description. Display damage due to impact.